Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultramini meter was giving the error 5 error message. The sr medical surveillance specialist contacted the pt to obtain and verify info; however, was unable to reach her by telephone. Approx two weeks earlier, the pt obtained the error 5 error message on the reported meter; she did not obtain a blood glucose reading. At an unspecified time afterwards, the pt experienced the symptoms of 'hyperglycemia'. The pt administered self-treatment with 20 units humalog insulin; she did not seek medical attention. It would have been helpful to determine what actions if any the pt took due to the error message, the date and time of the onset of symptoms, the specific symptoms experienced, if the pt attempted to test her blood glucose level while symptomatic, her medication regimen, and her expected blood glucose readings. Troubleshooting revealed the pt's testing technique was correct and the test strips were in good condition. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms of hyperglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.